Manufacturer narrative:
Correction: an additional lot# and samples were provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringes stopper during use. This occurred once each in lots 2009018 and 2010063. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2009018. D.4. Medical device expiration date: 2025-08-31. H.4. Device manufacture date: 2020-09-07. D.4. Medical device lot #: 2010063. D.4. Medical device expiration date: 2025-09-30. H.4. Device manufacture date: 2020-10-16. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2021-03-08. H.6. Investigation summary: three used samples from lot 2010063 were returned to our quality team for investigation. This lot differs than the lot that was initially reported, no samples of reported lot 2009018 have been received for evaluation. Through visual inspection of the returned samples, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the lot 2010063 and 2009018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2009018 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the stopper seal. Results were reviewed for the lots 2010063 and 2009018 and no issues were identified. The returned samples underwent these same tests and product was found to meet required specification. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringes stopper during use. This occurred once each in lots 2009018 and 2010063. The following information was provided by the initial reporter, translated from dutch to english: "leakage of the liquid past the stopper while using the 50 ml plastipak syringe 300865. Again complaints with bd disposable syringes. Liquid penetrates past stopper."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringes stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage of the liquid past the stopper while using the 50 ml plastipak syringe 300865. Again complaints with bd disposable syringes. Liquid penetrates past stopper."